Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the display lens was scratched. The paint was chipped, faded and worn. The keypad and serial number label were worn. Pump is unable to maintain an electrical connection with returned battery cap due to cap detaching. Battery cap threads are damaged. The pump powers with test battery cap to a dim discolored display. Battery compartment threads damaged. Battery compartment crack observed below grip pad. "Audio bolus button" cover has a tear in the center. Bolus button is responsive. There was no evidence of moisture inside pump. Visual inspection shows component c24 detached from pcb and floating loose within pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.